Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a small bowel resection procedure the tip of the device broke off. It was retrieved. (Unknown if it fell into the patient) a like device of the same product code was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93r0k. Device analysis: the device was received with the top of the I-blade upper tip broken off not returned and jaw detached not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.